Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
It was reported that the fenestrated bipolar forceps instrument exhibited an unknown issue. The customer reported event had no report of patient injury.